Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: during subsequent follow-up with the service center additional information was obtained. The reporter clarified that the events of the device failing pre-test for unintended system motion and sticky trigger did not occur as these tests were not performed during evaluation. Therefore, the reported event of the device will not run does not meet the criteria of a reportable complaint as it is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pre-test for unintended system motion and sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, and the electronic control unit (ecu) was damaged. It was further determined that the device failed pretest for check power with test bench, check for unintended motion, check for sticky speed trigger, check in ¿off¿ mode, check the oscillation/forward/reverse mode function, check the oscillation angle, and check switching function forward/reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.